Manufacturer narrative:
Batch review performed on 12 december 2023 lot 2216618: 38 items manufactured and released on 10-oct-2022. Expiration date: 2027-10-10. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implants batch review performed on 12 december 2023 on liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k122641) lot. 2302855 lot 2302855: (B)(4) items manufactured and released on 29-march-2023. Expiration date: 2028-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 12 december 2023 on ball heads: mectacer 01.29.213 biolox delta ceramic ball head 12/14 ø 40 size m 0 (k112115) lot. 2314755 lot 2314755: (B)(4) items manufactured and released on 20-june-2023. Expiration date: 2028-05-30. No anomalies found related to the problem. To date, 20 items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of infection and the pathogen is unknown. While the surgeon was performing a washout, he observed the cup was loose due to infection. The surgeon revised the cup, liner and head and the surgery was completed successfully.